Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate prolapse repair system on or about (B)(6) 2011 "to treat her pelvic organ prolapse and other injuries." It was alleged by the plaintiff's attorney that the plaintiff "has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," has "sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization." It was also alleged that the plaintiff underwent, "extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia," and has had other injuries.